Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. As the lot number provided was found to be invalid, a device history review could not be performed.

Event description:
It was reported that during a cardiovascular procedure, the device remained closed on the tissue. During the clamp usage with the first cartridge, the clamp blocked when stapling the lower lobar vein. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain what is meant by, ¿during the clamp usage, the clamp blocked when stapling.¿ did the device start to deploy staples and cut and then stop (partial fire)? How was the device removed from the tissue? Prior to the jaws not opening, was there an increase force to fire? Prior to the jaws not opening, was there any unexpected noises heard? What color cartridge was being used? Was the device fired over an existing staple line or clip? How was the case completed?